Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Valve type: use luer tip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use." Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the patient experienced a unknown leak around the tubing.